Manufacturer narrative:
B4: (B)(6) 2021. The issue was observed during preventive maintenance testing prior to therapeutic application, the reported issue is not likely to cause or contribute to death or serious injury. The remote service engineer (rse) sent a touchscreen to the customer. The device was not in use on a patient. No patient or user harm was reported. The customer replaced the touchscreen to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
B4:30jul2021. The customer replaced the touchscreen to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Report date: 01jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported that the touchscreen no longer reacts to the touch. Patient/user involvement information is unknown but has been requested. There was no report of patient or user harm. The remote service engineer (rse) sent a touch screen to the customer. Other information is pending.